Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as ketones and stomach pain and treated with manual injection. Customer's blood glucose value was 493 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test due to receiving excessive no delivery alarms. Customer was advised that reservoir and infusion sets would be replaced.